Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
After investigation, the device module run time was 0 hours. This device meets the criteria per 1601-011-000 out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. (B)(4). Problem description: failed pso. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: analog sensor test; bottle sensor= 0.0012v bad value. Issue is defective middle pin on upper sensor harness. Conclusion: check for corrective action. (Other similar failures have been seen.) Rework: replace sensor harness. Test harness first with a single terminal pin. Route to service for normal process.